Event description:
On 6/10/2022, it was reported by a sales representative via phone that a graft harvester, from an ar-1288qis-90 quadlink implant system, was the wrong size. Rather than being a 10mm, it was an 8mm. After cutting the graft, surgeon realized the obturator was 9mm and did not fit the harvester because it was 8mm. This was discovered during an aclr procedure on (B)(6) 2022. Case was completed successfully by opening an independent 10mm harvester and no further issues have been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).